Event description:
Customer reported being hospitalized with low blood glucose level. Prior to hospitalization customer took 3 units to cover dinner, but never made it to dinner table to eat. Perceived caused of low blood glucose was over bolused. Customer tends to go low at night. Advised customer to see md as soon as possible to discuss basal rates adjustment and possible causes of low blood glucose. Troubelshooting performed and pump appeared to be performing as designed.